Event description:
Customer reported a broken screen on the device, which rendered the touchscreen inoperable. There was no adverse impact to the customer¿s blood glucose level, as no information was reported. The device is expected to be returned, and a replacement pump was issued.